Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a crack on the scope connector, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped, cracked and had a white-clouded area. Scope connector was dirty due to water leakage. Distal end cover had a burn. Connecting tube had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited cracks and water leakage near the connector. The device was returned, and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to include additional findings from device evaluation. An evaluation of the returned device noted scratches throughout the device. The universal cord was wrinkled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the root cause of the suggested event could not be further presumed from the information acquired in this investigation. It was confirmed that the nozzle had no deformation, and that reprocessing at the user facility was correctly implemented. Olympus will continue to monitor field performance for this device.